Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out in spec in relation to the reported symptom, constant air in line, which was not reproduced but confirmed through a review of the device event history log. The device passed testing.